Event description:
Reported as a leak. Follow up findings reveal: "the doctor put a new lap-band in. He did not remove the port. There was a hole on the balloon portion of the band, and it was removed and replaced."

Manufacturer narrative:
Taper ii. The product associated with this report has not yet been returned for analysis. Based upon the implant date and serial number provided by the reporter, the connector type is believed to be a taper ii. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addressed the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port, or the connector tubing."